Manufacturer narrative:
(B)(6). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that there was a recurring problem with the "all single and double lumen central venous catheters are experiencing layers separating" and not being repairable by the tpn double lumen catheter repair sets. There were no injuries or additional procedures reported. No additional event information was made available.